Event description:
Follow-up identified the issue resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported surgical intervention was undertaken (unknown date) during which time the entire scs system was explanted due to a wound issue at the ipg pocket site.